Event description:
Oversensing was reported on the atrial lead during a sensing test. The clinician and doctor report that the patient was in sinus rhythm at time of sensing test and the noise was reproducible during provocative testing. Impedance in the atrium is 440 ohms and steady since implant. On (B)(6) 2010- the doctor decided to program the device to single chamber and so no surgical intervention is necessary.

Manufacturer narrative:
Additional information: oversensing and noise without surgical intervention. Analysis: the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.